Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated accutnl result above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer. The sample was repeated on the same unit and a lower result was obtained. In addition, the sample was re-centrifuged and retested on the same unit and another unit and the results were within the normal reference range. The results were submitted out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples are li heparin plasma that were centrifuged in stat spin. Qc is performed once a day and was within the customers established range. On (B)(4) 2010 the customer performed system check and met specification. A bci field service engineer (fse) performed hardware verification and all testing met specifications. No hardware issues were noted. A clear root cause can not be determined for this event.